Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2021. The blood glucose was 33 mg/dl at the time of the incident. The customer alleged pump over delivery. The insulin pump bloused automatically, and it caused their blood glucose to drop from 200 mg/dl to 44 mg/dl and it caused them to have a car accident. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump and the reservoir will not be returned for analysis.

Event description:
The customer reported via telephone that he required the assistance of emergency medical services due to a low blood glucose on (B)(6)2021 that resulted in a vehicular accident. The customer's blood glucose was 33 mg/dl at the time of the event. The customer alleged over delivery of insulin due to thinking the insulin pump administered a bolus on its own. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The incident date information has been updated which incorrect with initial report. The updated information has been included with this report in section b5. Information related to event in summary narrative was missing which has been provided in section b5 with this report.